Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the collet contaminated with serum causing the ejection sleeve to stick in the reported problem area of the pipette assembly. The collet and tip-eject sleeve were cleaned. The instrument was inspected, tested without further problem, and returned to service.